Manufacturer narrative:
Device used for treatment, not diagnosis. Literature citation: warschawski, yaniv and et all. "Dynamic locking plate vs. Simple cannulated screws for nondisplaced intracapsular hip fracture: a comparative study" injury, int. J care injured 47 (2016) 424-427. This report is for unknown cannulated 7.3 mm screws with distal threads, unknown quantity, unknown lot. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
This report is being filed after the subsequent review of the following journal article, warschawski, yaniv and et all. "Dynamic locking plate vs. Simple cannulated screws for nondisplaced intracapsular hip fracture: a comparative study" injury, int. J care injured 47 (2016) 424-427. Israel article. A study was conducted retrospectively on patients treated with internal fixation on intracapsular hip fractures (ichf) from july 2009 to december 2012. A total of 785 ichf presented during the time frame of the study. Of this total, 115 patients were treated with open internal fixation; two groups were created where one group was treated with three 7.3 mm cannulated screws (ccs-synthes) and one group treated with competitor's targon fn screw plate construct. Eighty-one (81) patients were treated with ccs and 34 patients were treated with targon. The mean age of the patients in the ccs group was 77.7 years of age during the study the css group experienced 7 orthopaedic complications, 5 of which required revision surgery. There were 11 non-orthopaedic complications recorded in the css group as well. During the follow up period 12 deaths were reported in the css group. The following complications were listed in the study: -nonunion (1 case), -malunion (2 cases), -avascular necrosis (3 cases), -device cut-out/migration (1 case), -total of 5 revision surgeries; 2 cases were revised to total hip, 2 cases of hardware removal, and 1 case of re-fixation, -12 cases of death. The primary outcome of the study showed that in treatment of ichf, both implanted yielded comparable results. The groups were not significantly different in terms of outcomes and complications. This is report 1 of 2 for (B)(4). This report is for unknown cannulated 7.3 mm screws with distal threads.